Manufacturer narrative:
(B)(4) relates to (B)(4). Device evaluated by MFR. Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, when dilation was performed, the balloon ruptured during the second inflation. The procedure was completed with another of the same device. No patient complications were reported.